Event description:
It was reported by the sales representative that the patient felt pain while using the bhs unit. No further information has been reported. The bhs assembly has not been returned for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g1: contact office, g6: type of report, h2, h8, h5: labeled for single use. Additional information in d4, g3, h6: investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient felt pain while using the bhs unit. No further information has been reported. The bhs assembly has not been returned for evaluation.